Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2002 and mesh was used. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure due to stress urinary incontinence, pelvic organ prolapsed, anterior posterior repair, cystocele, and rectocele. The patient experienced recurrence of pain, infection, and urinary complications. The patient underwent a partial removal of mesh procedure on (B)(6) 2002. No additional information provided at this time. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urgency, leakage (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.